Event description:
Reporter alleged discrepant blood glucose values of 141mg/dl on the customers aviva system compared back to back with a lab comparison of 44mg/dl when testing was performed < 5 minutes apart on the aviva system. Customer stated the comparison was performed while she was in the hospital for a condition not related to diabetes. As a result of the comparison, the customer was treated with juice and food. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.